Event description:
It was reported that the procedure was to treat a proximal right coronary artery (prca) that is 90% stenosed. After an unspecified stent was deployed a 5.0x08mm nc traveler balloon dilatation catheter was attempted to post dilatate; however, the balloon ruptured during the first inflation at 10 atmospheres. It was noted resistance was met with the previous deployed stent. After the bdc was removed, the lesion was observed with intravascular ultrasound (ivus). No additional device was used as the dilatation was sufficient. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.